Event description:
Patient underwent placement of double lumen hickman. The line was used without difficulty until until three months later. At that time, the patient was receiving a blood transfusion (via the red port). Upon completion of the transfusion, normal saline flush was started. However, the saline did not go through the line. The blood tubing was disconnected and the nurse was unable to manually flush line or get blood return. While attempting to flush line, it was noted that the line above the red port cap formed a small balloon. The line was clamped.